Manufacturer narrative:
The fse will be implementing the fco at the customer site. (B)(4).

Event description:
The customer reported that when discharging a patient, the central monitor would "freeze" and then restart. There is no adverse event.